Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190731-1). Return and retained strips (lot#: d190731-1) were re-tested by using return meter (serial#: (B)(4)) and retained meter (serial#: (B)(4)) with control solutions (level low: batch# 8ah1a95, exp. By dec. 2020; level high: batch# 8ah3a15, exp. By dec., 2020), respectively, and results as below met the acceptance criteria(level low: 30~80; level high: 200~310). 2.1 return meter w/ return strips: 65/61 (level low) and 288/283 (level high) 2.2 return meter w/ retained strips: 62/61 (level low) and 288/283 (level high) 2.3 retained meter w/ return strips: 64/58 (level low) and 289/282 (level high) 2.4 retained meter w/ retained strips: 52/58 (level low) and 284/282 (level high) . Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (1.0 ua) met acceptance criteria (< 55 ua). As above, no non-conformance and malfunction of the suspected device were found. The matter might result from user's operation or preservation. The root cause of the complaint is unable to be verified without more users' information.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 9:00 am at home. Caller stated they tested the end-users blood glucose with the prodigy meter and received a result of 148 mg/dl. Caller stated that a normal result for that time of day is usually around d 130 mg/dl. Caller stated that the end-user took his normal daily medications. Approximately 2 hours after testing the caller stated that the end-user could not stay awake and felt weak. Caller contacted the paramedics. Paramedics arrived within 10 minutes and they tested the end-users blood glucose with their meter and received a result of 59 mg/dl . The end-user was given glucose through an IV. Paramedics did not transport the end-user to the hospital. Paramedics told the caller that the end-user needs to eat. No additional information was provided.